Event description:
It was reported to philips that system was unable to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified a field service engineer (fse) visited onsite and found system unable to power on. After reviewing log file fse found malfunction on ups (power issue). Upon troubleshooting fse found internal ups was found to be out of order. To resolve the issue fse bypassed internal ups, and system is supported by the hospital's ups. After bypassed the ups, the system was working as intended. The codes were updated based on the investigation outcome.